Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states that a crf was reviewed. One year after tonsillectomy patient presented to the ed with sore throat, left ear pain and fever, which is consistent with the reported diagnosis of left peritonsillar abscess, with the right tonsil being presumably reactive lymphadenopathy. Patient had a I&d peritonsillar abscess. No further clinical assessment is warranted at this time. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that one year after an intracapsular tonsillectomy and adenoidectomy where a coblation wand was used, a patient present to the ed with sore throat, left ear pain and fever. Symptoms occurred for 4 days and worsening. Consultation with ent revealed left peritonsillar abscess with the right tonsil being presumably reactive lymphadenopathy. Patient was admitted to the or with ent for incision and drainage of peritonsillar abscess. No outcomes reported at last evaluation.